Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the sddrive screwdriver shaft qc/t15 was stripped and unable to insert the screwdriver into the screw head. There was no patient involvement. This was discovered in the or during set up for the case. This report is for (1) stardrive screwdriver shaft qc/t15. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 314.116 synthes lot: h430452 release to warehouse date: december 29, 2017 manufacturing site: synthes monument no nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the sddrive screwdriver shaft qc/t15 was received at us customer quality (cq). Visual inspection of the complaint device showed that the hexdrive tip was stripped. No other defect was observed. Functional test: a functional assessment was not performed with the complaint device since the applicable mating component(s) were not returned. Dimensional inspection: measured dimensions shaft od = conform document/specification review: current and manufactured revisions were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the hexdrive tip of the complaint device was observed to be stripped. This defect could contribute to the device not being able to assemble with mating device. However, as the mating device was not returned, this could not be evaluated. No root cause could definitively be determined for the reported complaint condition. No new, unique, or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.